Event description:
Pt reported obtaining back-to-back blood glucose results of 355 mg/dl and 128 mg/dl on the advantage system. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.